Event description:
During review of programming and diagnostic history, it was observed that the vns patient¿s device was tested during an office visit on (B)(6) 2014 and system diagnostic results revealed high impedance (dc dc ¿ 7). No patient adverse event was reported. A surgery was performed on (B)(6) 2014 to replace the lead. The generator was also replaced due to battery depletion. The lead impedance after the surgery was within normal limits (dcdc-0). Review of manufacturing records confirmed all tests passed for the concerned lead prior to distribution.